Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, small amount of blood was found on the hub of the flowgate balloon catheter. The flowgate proximal shaft was found kinked at approximately 6.0cm and 42.0cm from its proximal end. The flowgate balloon was also found ruptured (torn). During functional testing, the flowgate was prepared as per direction for use (dfu) for balloon inflation testing. Attempts were made to inflate the balloon; however, the balloon could not be inflated, and the balloon was leaking due to rupture found on the balloon, confirming the reported complaint. As per the additional information provided form the customer, there were no damage noted to the packaging, no anomalies were noted prior to the use of the device, terumo 0.035 guidewire was used in the procedure, patient¿s anatomy was not tortuous, the device did not have any contact with calcified or stented arteries and maximum recommended balloon inflation volume was not exceeded. The information from the customer also indicated that the balloon moved a little during the first inflation. The device dfu states that to avoid leakage, do not allow balloon to move during inflation. It is possible that the movement during balloon inflation inside the patient's body during the procedure may have caused the tear in the balloon resulting in the observed leakage. This issue is associated with a product that meets the design and manufacture specifications and it was used in accordance with the dfu. However, due to procedural and/or anatomical factors during use, the product performance may have been limited. Therefore, a cause of procedural factors was assigned to the as reported and as analyzed issues 'nv - balloon leaked' and as analyzed issues 'nv - balloon burst/ruptured' and 'nv - balloon failed to inflate'. Based on the information available and analysis of the device, it appears that the kink/bend observed during the device analysis was likely caused by handling during preparation and/or procedure; therefore, a cause of handling damage was assigned to the analyzed issue 'nv - balloon catheter kinked/bent'.

Event description:
It was reported that during the procedure the balloon guide catheter was leaking while the physician was inflating the balloon using a 1ml syringe. There were no clinical consequences to the patient reported.